Event description:
It was reported during in clinic follow up that the atrial lead was observed to have an insulation breach and exhibited high pacing impedance. The lead was capped on (B)(6) 2022 and successfully replaced. The patient was stable and asymptomatic.